Event description:
It was reported that during preparation for a procedure while the patient was sedated the delivery device needle would not retract correctly and the system displayed errors 240, 242, and 465 and could not complete setup. The delivery device was exchanged and the same issue was noted with the second delivery device. The case was canceled. There was no patient harm. This report is for the second delivery device.